Event description:
Patient was implanted with lc-dcp plate construct on (B)(6) 2012 for an orif of the ulna. Patient returned for a follow-up appointment on an unknown date and x-rays confirmed patient did not heal and 1 of the 8 cortical screws broke post-operative proximal to the fracture site. Patient was returned to the operating room on (B)(6) 2012 for removal of hardware due to non-union. Surgeon removed all hardware and revised patient to dbx putty, 10 holes lcp plate construct, and competitor's bmp. Procedure was completed with no problems. This is the 2nd report of 9 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.